Manufacturer narrative:
Two (2) new list# d1000, tego¿ were returned for evaluation. As received no physical damage or anomalies were observed. No mating device was returned for evaluation. The returned samples were flushed, and no flow restriction was confirmed, additionally each of the samples were leak and vacuum tested as per procedure, both met the product specification. Complaint of flattening of the dialysis tubing cannot be confirmed or replicated. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a tego connector was found to be occluded during patient use. The reporter stated: ¿client feedback significantly reduced flow rate and high machine pressure when using tego connector. Nurses observed flattening of the dialysis tubing and had to remove tego connector or flush with heparin to continue with dialysis. Issue persisted after switching to new box". The event was noted during priming for hemodialysis. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no adverse operator consequences, and no medical/surgical intervention required. The device was changed without further problems encountered. The mating device is not available to be tested. A same-lot device sample is not available. 300 involved problematic devices and 2 samples are available for investigation. Sample pictures were not provided. There was patient involvement, no patient harm, and no delay in critical therapy. There was no physical damage on the set. Not all 300 pcs of tego connector had issues with flattening of tubing. There is no sample video. The event did not occur during priming, it occurred upon commencement of dialysis and during dialysis. There was no patient harm reported.